Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 400 mg/dl. Reportedly,the customer has been using apidra insulin.

Manufacturer narrative:
Additional information received from the contact indicated that the customer switched from apidra to humalog insulin and has not received any further occlusions. The customer's blood glucose level was now normal. The t:slim user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.